Event description:
It was reported that one day post implant of the left ventricular (lv) lead, the lead was found dislodged. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable cardioverter defibrillator (ICD) implanted: 2013 (B)(6); 694765 implantable tachy lead implanted: 2013 (B)(6); 383059 implantable pacing lead implanted: 2013 (B)(6). (B)(4).